Manufacturer narrative:
H10: the customer replaced the touchscreen and confirmed the reported issue was resolved. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was not responsive. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the touchscreen was unresponsive. The customer informed the remote service engineer (rse) that the touchscreen calibration had failed during preventative maintenance (pm). There was no impact damaged noted as well. The customer requested the part number for the touchscreen to order and replace.